Event description:
It was reported that the patient presented to the physician with inflation issues, when the pump is pressed the patient feels the saline goes to the cylinder but then returns to the reservoir, automatic deflation, and pump collapse all resulting inflation issues with an inflatable penile prosthesis (ipp). The ipp remains implanted and active.